Event description:
A user facility nurse reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with a charge nurse (cn) from the facility. The cn stated the blood leak occurred twenty-five minutes into the hd treatment. The blood leak was reported to be internal, but it was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used, and they tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with the corporate provided blood port and ogden dialyzer caps attached. There was blood throughout the fibers and blood was present in the header caps. During gross visual examination, multiple kinked and looped fibers were observed at approximately 290°, with the ports at 0°, on the non-cavity ID end. After disassembly of the dialyzer, it was noted that the ends of both kinked and looped fibers were potted on the same side; however, one of the looped fibers looped back down on one end back into the dialyzer housing measuring 3.0 inches from the potting surface. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as looped and potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with a charge nurse (cn) from the facility. The cn stated the blood leak occurred twenty-five minutes into the hd treatment. The blood leak was reported to be internal, but it was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used, and they tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was reportedly available to be returned for manufacturer evaluation.